Event description:
Caller reported the patient has been experiencing hyperglycemia between 300-400 mg/dl and between 250-300 mg/dl during the last month. Caller stated they tried to treat by bolusing insulin. Caller reported the diabetologist has tried to adjust the basal rate during the last month to regulate the patient's blood glucose levels; no success. Caller alleges the pump does not deliver basal insulin. Caller stated the patient had an episode of fainting and vomiting; treatment received was not provided. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.